Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s sensor was unable to be calibrated after implant procedure on (B)(4) 2018. Patient was able to come back to the site on (B)(6) 2018 and sensor was calibrated via echo. Accurate readings were observed under the manufacturer's patient care network database. No additional information is available at this time